Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was physically damaged. The power extension cable was frayed and wires were exposed. No software malfunctions or anomalies were observed. Patient data backup was performed without errors using the returned gsm modem. A known working test power extension cable was used for performance testing due to damage to the one returned. The unit powered on successfully in conjunction with test cable with the power supply connected directly to it and stayed on for the duration of the diagnostic test. The unit passed diagnostic testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming physical damage to the power extension cable of the patient electronic system in the form of frayed and exposed wires.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.